Event description:
The customer reported that vasoseal was used on 10/23/97 following a diagnostic catheterization procedure. Two days later pt developed fever and chills. On 10/27/97 pt was admitted to hosp with abscess/cellutitis and an I&d was done. Cultures revealed staph aureus and klebsiella. Pt is also on IV antibiotics.